Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 600 mg/dl. The customer had no symptoms and was treated bolus with the pump. Customer's blood glucose value was 600 mg/dl at time of incident. Customer's current blood glucose value was 488 mg/dl. Customer stated that their pump would not rewind and it is just stuck. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated blood glucose is over 600 in a matter of a few hour. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.